Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working 4-5 days ago. Customer stated that he had his blood glucose was in control for over a year. Customer stated that his daily routine had not changed. Customer increased basal rates, changed the sets, and changed the insulin. Customer's blood glucose continued in the 300-500's mg/dl. Customer stated that he is on shots. Customer was experiencing unexplained high blood glucose. Customer's blood glucose was over 250 mg/dl at the time of the incident. Customer's current blood glucose was 80 mg/dl. Customer treated with a bolus. Customer declined to check for possible site/insulin issues. Customer stated that he ran insulin through the line and nothing came out. Customer programmed a 3 unit bolus and very little insulin exited. Customer stated that he received one drop of insulin at 20 units and another at 30 units. Customer was advised to do a complete set change.